Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a correct product identifier could not be obtained.

Event description:
It was reported that noise was observed on the right ventricular lead. Further information was requested.